Manufacturer narrative:
E1- initial reporter phone: (B)(6). Additional suspect medical device component involved in the event: brand name: clik x MRI upn: m365sc43190 model: sc-4319 serial: not applicable batch: 30731194 the lead and clik anchor were returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the lead and clik anchors instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is a known inherent risk of the device.

Event description:
It was reported that following the implant of the spinal cord stimulator (scs) lead the patient attended a scheduled follow up appointment in which programming was attempted however the patient did not receive adequate stimulation. A different program was attempted however high impedances were noted on the lead and reprogramming did not resolve the stimulation inadequacy. A revision procedure was performed in which the lead and clik anchor were replaced. It was also suspected that the clik anchor may have contributed to the event. The patient is receiving adequate stimulation ad is doing well postoperatively.

Event description:
It was reported that following the implant of the spinal cord stimulator (scs) lead the patient attended a scheduled follow up appointment in which programming was attempted however the patient did not receive adequate stimulation. A different program was attempted however high impedances were noted on the lead and reprogramming did not resolve the stimulation inadequacy. A revision procedure was performed in which the lead and clik anchor were replaced. It was also suspected that the clik anchor may have contributed to the event. The patient is receiving adequate stimulation and is doing well postoperatively.

Manufacturer narrative:
Initial reporter phone:(B)(6). Additional suspect medical device component involved in the event: brand name: clik x MRI, upn: m365sc43190, model: sc-4319, serial: not applicable, batch: 30731194.